Event description:
The pt stated that approx 3 weeks ago, her device displayed an a2 (low power pack) warning, and then the next day she rec'd an e4 (occlusion) alarm and then the infusion device lost power. The pt stated that the power pack had been in use 1 day prior to the event. She stated that she checked her blood glucose with her blood glucose meter and it registered "hi" (typically greater than 600 mg/dl). She reported symptoms of feeling sick and nauseated. The pt was able to get her blood glucose back to normal by using insulin injections. She stated that when the infusion device shut down, she switched to injection therapy for that day. The next day she started up the infusion device and it worked as intended. The pt receives product from dist and was not aware of the power pack recall. She was educated on the power pack recall, during this call. The pt was added to the co mailing list for replacement power packs. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the product; therefore, no product will be returned for eval. The pt was instructed if the issue were to recur to retain the product for eval.

Manufacturer narrative:
H6: no product will be returned for evaluation.